Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. Troubleshooting was done for insulin flow block alarm. Customer tried to change set four times. Customer tried all recommended troubleshooting but issue did not resolved. No harm medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).